Event description:
It was reported that an ilet user experienced elevated blood glucose after lunch, attributed to consuming more carbohydrates than usual but entering a usual meal announcement. Symptoms included hyperglycemia peaking at 363 mg/dl without other reported clinical effects. Outcomes included correction by the device¿s algorithm with a downward glucose trend and no need for additional medical intervention. Investigation included review of device reports and user interview focused on meal entry and system response. Investigation of this case revealed user-related underestimation of carbohydrate intake leading to hyperglycemia, with the device functioning as designed and no component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement size with appropriate device performance.